Event description:
Reportedly, during testing, when the ventilator was booted, the touch screen was unresponsive. Also the internal clock automatically changed to (B)(6) 2006. The battery voltage was 2.32v. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).